Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's glucose reached 25 mmol/l (450 mg/dl) while wearing the pod on the leg. Upon inspection, it was noticed that the pod was leaking, and the cannula was not properly inserted into the skin. Hyperglycemia treated by applying a new pod and bolus.

Manufacturer narrative:
No timeouts or drive stalls were seen in the download data. Inspection of the device found no damages or defects that would contribute to the cannula inserting improperly. The cause of the reported event could not be conclusively determined. A leak test was performed by manually occluding the distal tip of the soft cannula and advancing the ratchet gear. No leaks were found along the fluid path. The soft cannula was observed to be kinked. It is unknown how or when this damage to the soft cannula occurred. The damage did not affect the ability of fluid to flow through the fluid path.